Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that indicated "open door" was confirmed during product evaluation. This condition was caused by the door being broken in the hinge and door latch area. The pump head door and required parts were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported malfunction, "indicate open door"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.